Manufacturer narrative:
This report is submitted on september 15, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to alleged interference with the contralateral implant. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2021-02390. This report is submitted on september 21, 2023.